Event description:
This is a spontaneous case report received from a consumer via regulatory authority (B)(4) in united states on (B)(6) 2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. It was reported that she had nonstop bleeding since implant of essure, constant pain, headaches, weight gain, couldn't be intimate with her husband as it hurt too bad, she was always tired, cranky and irritable, had rashes, almost constantly joint pain and severe abdominal pain all of which was gone now what she had a complete hysterectomy. Follow-up received on 02-feb-2015. Product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. (B)(4). Final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced constant pain/severe abdominal pain and non stop bleeding since implant of essure. These events were considered serious due to medical significance and they are listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. Also, during essure therapy abnormal genital bleeding and menses pattern changes may occur. In the present case, consumer reported she had nonstop bleeding since implant of essure and constant pain/severe abdominal pain, and her symptoms were gone after she had a complete hysterectomy. Therefore, given the nature of the reported events and positive temporal relationship, a causal relationship with essure cannot be excluded. Also, non-serious events were reported. This case was regarded as incident due to the reported surgical intervention (hysterectomy). The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 21-aug-2015: the required number of follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced constant pain/severe abdominal pain and non stop bleeding since implant of essure. These events were considered serious due to medical significance and they are listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. Also, during essure therapy abnormal genital bleeding and menses pattern changes may occur. In the present case, consumer reported she had nonstop bleeding since implant of essure and constant pain/severe abdominal pain, and her symptoms were gone after she had a complete hysterectomy. Therefore, given the nature of the reported events and positive temporal relationship, a causal relationship with essure cannot be excluded. Also, non-serious events were reported. This case was regarded as incident due to the reported surgical intervention (hysterectomy). The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.